Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator alarmed for high o2 concentration and high air supply pressure. The air gas module was found defective. The conclusion was that the reported issue was solved by replacing the pcb. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated alarms for o2 concentration and air supply pressure high. There was no patient harm. Manufacturer's ref #: (B)(4).